Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that cardiac chest tightness and restenosis occurred. In (B)(6) 2014, the patient was referred cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was located in the distal left anterior descending artery (lad)) with 90% stenosis, and was 20mm long with a reference vessel diameter of 2.25 m. The target lesion was treated with predilation and placement of a 2.25x20mm promus element stent with 0% residual stenosis. In (B)(6)2014, the patient was discharged on clopidogrel. In (B)(6) 2015, the patient presented with cardiac chest tightness and was hospitalized on same day. The patient underwent selective coronary angiography which revealed 30% distal restenosis in the lad. Two days post hospitalization, the event was considered to be recovered/resolved and the patient was discharged on the same day.